Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65657ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 65657ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient sample. The following data was provided (normal reference range male < 34.2 ng/l, female < 15.6 ng/l): sample ID (B)(6) initial result = 48.9 ng/l, repeat result = 6.4 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient sample. The following data was provided (normal reference range male < 34.2 ng/l, female < 15.6 ng/l): sample ID (B)(6) initial result = 48.9 ng/l, repeat result = 6.4 ng/l. No impact to patient management was reported.